Manufacturer narrative:
(B)(4).batch # t92a11. Lot # is t40857. Investigation summary the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to be fed into the jaws. In addition, 19 clips were found remaining inside the clip track. The damage on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is (B)(6) 2019. Event day was not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, the product didn't open after was closed on tissue. The part which the device was holding onto was cut and the device was removed. The process was continued as it was supposed to be. There was no patient consequence and the patient was discharged.